Event description:
During an in clinic follow-up, low pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. During the explant procedure, insulation damage was observed on the proximal end of the lead.

Manufacturer narrative:
The reported events of insulation damage and low pacing impedance were confirmed. As received, a complete lead was returned for analysis. A visual inspection of the lead revealed procedural damage in the middle region and near the distal tip. Further analysis of the damage observed in the middle region of the lead revealed that the inner insulation was breached and separated consistent with procedural damage. The cause of the reported events were due to the separation of the inner insulation observed in the middle region of the lead and the procedural damage noted at the distal tip region. Additionally, electrical testing revealed no indication of conductor fractures, but did find an internal short consistent with procedural damage.